Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that after inserting the sensor she started to get bumps at the sensor site. On (B)(6) 2018 the skin underneath the sensor started itching. The sensor was removed on (B)(6) 2018 and the skin underneath the sensor adhesive had red bumps. The reaction subsided rapidly after patient wiped the affected area with alcohol. On (B)(6) 2018 the patient emailed her healthcare provider to discuss the skin reaction from the sensor. Patient¿s healthcare provider responded on the same day and suggested that the patient use tegaderm as a barrier between the sensor and the skin. No medication was prescribed. At the time of contact, it was indicated that the patient was well and that there was no recurrence of a rash with the current sensor. No additional event or patient information is available.